Event description:
Reportedly, during pt use, the ac cable was removed to allow the ventilator to operate by battery power. However, the ventilator indicated 'low battery' and 'switched to backup battery' alarms. The ventilator kept ventilating. Later, the distributor received the unit and tried to boot it; however, it was unsuccessful. The pt was switched to another ventilator. No permanent injury was reported in this case.